Event description:
Erroneous low wbc, hgb, and plt results (cbc) were obtained on the beckman coulter act diff instrument for four patients. Results were provided for a single patient where instrument-generated flags were provided; however instrument results were not provided for the other three patients, so instrument flagging could not be assessed. Per customer, no erroneous results were reported for any patients. There was no death, injury, or affect to patient treatment for any patient. The issue persisted after troubleshooting with the customer technical support and use of the instrument was discontinued until service could be provided. The field service engineer was dispatched and found that the sample and diluent syringes were worn and had leaked; he also found pinch valve 15 was not opening all the way and not draining the baths properly. The hgb lamp gain was also too high. He replaced all syringes, pinch valve 15 (associated with the drain path) and the hgb lamp. Root cause is attributed to worn and leaking sample and diluent syringes; and improper functioning of pinch valve 15 (for drain path). The hgb lamp gain was also adjusted. Per labeling, if all counted parameters are lower than normal and mcv is normal, then probable cause is -short sample; poor drain path; diluted sample.

Manufacturer narrative:
(B)(4).